Event description:
On (B)(6) 2015, the patient underwent emergent treatment of an aortoesophageal fistula with a conformable gore® tag® thoracic endoprosthesis. Reportedly, the cause of the fistula is unknown. The procedure concluded with no reported issues and the patient did well post-operatively. On (B)(6) 2015, blood was noted in the patient¿s chest tube. Follow-up CT imaging performed that same day reported no evidence of endoleak, device migration or infection of the endoprosthesis. According to the report, during the initial implant procedure the endoprosthesis may not have been extended far enough distally in order to fully exclude any possible communication, possibly through the intercostal arteries, between the aorta and the esophageal area. On (B)(6) 2015, an additional procedure was performed whereby a conformable gore® tag® thoracic endoprosthesis was implanted for distal extension of the treatment area and occlusion of the intercostal arteries. Reportedly, the fistula was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include; potassium, dulcolax, tylenol, primaxin, protonix, diflucan, xanax, zyprexa, nystatin, morphine, metoprolol and albuterol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.